Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a call service alarm issue. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: testing was unable to duplicate complaint. Black box and alarm history shows no evidence of alarms, returned battery cap and test cartridge cap were used to complete the investigation. No alarm occurred during the investigation, the product performs within specification. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).